Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it was not possible to further determine a cause of the suggested phenomena should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the laser system exhibited burn marks on its back and an intermittently non-functional fan ("fan start, stop and restart"). There was no patient involvement.